Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 10th july 2019. The device was returned with a reported fault of a red status indicator, failure chirp and no voice guidance. Throughout the investigation, the green status led flashed as normal with no failure chirp, and no measurable fault was identified on the membrane or the status led/beeper circuitry. The device issued all the specified advisory speech prompts throughout the investigation, with no omissions or other abnormalities identified. Measurements were taken on the speaker, speech circuitry and the membrane, with no fault found. The device was temperature cycled between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. Given no fault found with the audio functionality of the device, the reported issue of a red status indicator with no voice guidance may refer to the device displaying a red status indicator without issuing a ¿warning¿ prompt. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator and failure chirp, therefore no ¿warning¿ would have been issued. Failures which include a red status indicator despite no self-test fail have previously been attributed to failure of mosfet q45, which is investigated under CAPA pr# (B)(4). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Alarm sounds voice guide does not play. There was no patient involved in this event.